Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products; 4076-45 implantable pacing lead 2012-(B)(6).

Event description:
It was reported that the patient coded and strips post code show that the rate was below the lower rate. The implantable pulse generator (ipg) was checked and found to be programmed appropriately. The device is still in use. No patient complications have been reported as a result of this event.